Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow up showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended. Physician elected to not make the programming changes as the episodes appeared to occur infrequently.